Event description:
Add'l info rec'd from rptr 3/23/00: following adverse medical device report cited about further info has developed concerning details of this event. Rptr rec'd the final operation report of the explant of the failed device and the implant of a replacement. From the written portion of the report, during this procedure the failed device was described and a second failure was described when a second device was in the process of being implanted.

Event description:
After implantation the device stopped working. Catheter apparently broke into pieces and surgery was done in order to remove the pieces. Another device was inserted but surgeon determined that it was defective. A larger size had to be used. Surgeon determined the whole batch of smaller devices was defective.